Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the system faulted with error 17 while setting up for the case. The customer tried to power cycle and recover, but the error would not clear. The technical support engineer (tse) reviewed the system logs, which showed error 17 and 309 reporting from console 2. The tse had the customer disconnect console 2 and restart the system. The system restarted with only console 1 attached and no 17 or 309 errors. The customer was going to complete the case with only console 1. The procedure was continued as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. After the reported errors had first occurred, the fse connected to the system in standalone mode to review the error logs. The logs indicated that the issue could be related to either the common compute controller (ccc) or the vi board. The fse reconnected and cleaned all fiber optic cables associated with these components and then power cycled the system. After the system powered back up, no errors were present during startup. The fse then connected console 2 to the tower and power cycled the system five times. Error 17 did not occur during any startup cycle. When the fse reviewed the error logs again, no faults were identified that pointed to either the ccc or the vi board. The system was tested and verified to be operating within required specifications and performance metrics. The device was operating normally and ready for use. After the issue was reported by the customer to have recurred, the fse returned and replaced the console ccc. The system was tested and verified as ready for use. .